Event description:
The patient was not elevated on the transplant list secondary to a device or therapy related issue. There were no patient symptoms, and the device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that cardiac transplantation was performed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient had a cardiac transplant. No device related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Heartmate ii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 6" from the pump housing. The remainder of the driveline was returned measuring 32" from the controller connector. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was attached to the outlet elbow. The sealed outflow graft bend relief was returned but had been detached and removed from the outflow conduit. The bend relief collar was returned but detached from the bend relief hardware. Upon disassembly of (B)(6), visual inspection of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. Incidental finding: evaluation of the external portion of the driveline revealed an area of the silicone jacket that appeared to be cracked but no cut was observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas insrtuctions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook, provide information regarding how to clean and care for the driveline. These documents instruct the user to check their driveline daily for signs of damage. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.